Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side pain and rupture confirmed through ultrasound, folded lines, "local invagination implant membrane". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, a.4, b.5, d.6b, h.6.

Event description:
The device was explanted.